Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's alarm daughter board test failed. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the getinge field service engineer (fse) replaced the alarm daughterboard. Then, the fse completed functional testing and safety checks. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.